Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the evaluation, the technician noted visual evidence that the bur guard melted. The expiration date on the bur guard was 8-07; the reported event occurred on (B)(6) 2007, which is past the expiration date of the bur guard. The melting of the bur guard could have been caused by improper loading of the bur guard or debris between the bur guard and the drill.

Event description:
It was reported by the customer that during an impacted wisdom tooth removal procedure, the drill heated up quickly during the case. The patient sustained a burn just below their bottom lip. The burn does not appear to be severe and was treated with bacitracin in the office. The patient was advised to keep vaseline on the burn. The customer reported the bur guard was new and would be returned with the handpiece for service.